Manufacturer narrative:
Complaint (B)(4). Received 9pc 450226/g150535l for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(6) from which we receive this product. According to their investigation and comments, a review of the production documentation did not reveal any deviations. No irregularities were detected during in process control. The customer returned samples were visually checked; no indications of any abnormalities. Samples were functionally checked; reported error could not be reproduced. The complaint cannot be confirmed.

Event description:
Customer states that the entire plastic holder device detached when the phlebotomist attempted to put the tubes on, leaving a bare needle in patient's arm. The detachment happened when the phlebotomist attempted to press the first vacuette blood collection tube onto the rubber-covered needle.